Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6), the reporter contacted animas and alleged that the patient experienced a blood glucose of 300 mg/dl with confusion, polydipsia and trace ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the insulin on board (iob) was not calculating correctly into the bolus total. During troubleshooting with customer technical support, it was revealed that the iob feature was turned on and subtracting the iob amount correctly. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an iob issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-dec-2017 with the following findings: during investigation, the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 0.25u ezbg normal (m) bolus on (B)(6) 2017 at 15:22. Pump history shows a temp basal program run on (B)(6) 2017. No eaw's related to the complaint observed in the bb/alarm history. Pump returned with iob enabled and duration set to 3hrs. A 10u audio bolus and a 10u normal bolus were manually performed and accurately recorded in the bolus history. The iob status screen correctly showed 20u. An ezcarb bolus was programmed with bg corrections and the pump was found to be accurately calculating bolus totals.the tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate the complaint.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.